Event description:
It was reported that the pt's lead had pulled back, and the pt was no longer getting adequate stimulation. Lead/extension breakage and dislodgement were noted. The lead, extension, and anchor were replaced. It was reported that there was no pt injury.

Manufacturer narrative:
Final device analysis of the anchor revealed a reliability non-conformance. The anchor was separated. The titanium insert was separated from the silicone. The silicone insert was present and there was evidence that medical adhesive was used. It appeared that the anchor was manufactured correctly.